Manufacturer narrative:
(B)(4).

Event description:
During a literature review, it was reported that one patient (4%) reported with a ganglion cyst. The cyst presented as a hard, subcutaneous cystic swelling overlying the distal tibial tunnel that was clearly visible on MRI. Excise occured at 9 months postop. Cyst reoccurred within 6 months, but was asymptomatic and the patient chose to treat it non-operatively. Citation: bourke he, salmon lj, waller a, et al. Randomized controlled trial of osteoconductive fixation screws for anterior cruciate ligament reconstruction: a comparison of the calaxo and milagro screws. Arthroscopy : the journal of arthroscopic & related surgery : official publication of the arthroscopy association of north america and the international arthroscopy association. Jan 2013;29(1):74-82.